Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5122936/5119180.

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). It was also stated that one of the patient's leads had high impedance. That patient underwent a procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively and the explanted devices will not be returned.